Event description:
A medtronic representative received a report from a site that, while in a cranial resection procedure, after registering and going sterile, and after incision, they were unable to track the patient reference or instruments. No trouble-shooting was conducted. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient age not made available from the site. (B)(4) 2014, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported. No parts have been returned to manufacturer for analysis.